Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique prior to an ablation interventional procedure. Reportedly, device broke during removal but was held together by the actuator wire. The device was removed from the patient without any complications. The method to achieve hemostasis was not provided. No additional information was provided.